Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/15/2014 with the following findings: a review of the pump¿s black box history showed no activity related to the complaint was recorded. The battery compartment and returned battery cap were intact with no physical damage or evidence of moisture observed. During testing, the pump powered on and was exercised for 24 hours with no overheating or alarms occurring. The pump¿s electrical current draws were found to be within the required specifications. The pump case was removed and no evidence of internal moisture was found inside the pump. There were no defects to the power flex or battery connections. The complaint that there was a temperature issue was not able to be duplicated during investigation. No defects were found.